Manufacturer narrative:
The report of the autopulse (sn (B)(6)) displaying user advisory (ua) 45 (driveshaft not at "home" position after poweron/restart) error message was confirmed during functional testing and archive data review. The root cause is due to a defective encoder gearbox due to wear and tear. Upon visual inspection, the top cover, bottom and front enclosure were damaged and the clutch plate was observed to be sticky. These observations are not related to the reported event. Evaluation of the platform during initial power up, revealed ua 45 message on the user control panel. It was indicated that the encoder drive shaft was stuck. The autopulse platform is a reusable device and was manufactured in 20 dec 2011 and is 8 years old, well beyond the expected service life of five years. Therefore, this type of issue is characteristic of normal wear and tear. During archive data review, multiple ua 45 error messages were observed on the date the event occurred. Thus, confirming the reported complaint. Upon customer approval, the top cover, bottom and front enclosure and encoder gearbox will be replaced and the device will be further tested to full specification. Historical records were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 11/25/2019 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua)45 (not at "home" position after power-on/restart) error message. No patient involvement.

Manufacturer narrative:
Service was performed on (B)(6) 2020 for autopulse platform (sn (B)(4). During service, the sticky clutch plate was deburred to remedy the sticky driveshaft clutch area. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) for 15 minutes with good known test batteries until discharged without any fault or error.